Event description:
Related manufacturing reference number: 2017865-2022-44517, related manufacturing reference number: 2017865-2022-44519, related manufacturing reference number: 2017865-2022-44520. It was reported that the patient passed away due to an unknown cause. There is no allegation from a healthcare professional that the biventricular chamber implantable cardioverter defibrillator (ICD) system caused or contributed to the patient's death. Upon review it was noted the patient experienced ventricular fibrillation. The implantable cardioverter defibrillator delivered shock therapy and converted the patient. It was then noted that there was no capture on any of the leads.